Event description:
After the implant procedure was completed, the patient developed a hematoma at the chest incision site. Physician brought the patient back into the or, evacuated the hematoma, coagulated the bleeding vessel, and closed. The physician prescribed antibiotics after the procedure was completed.